Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic manager reported that the valved trocar cannulas leaked during a vitrectomy procedure. The procedure was completed with no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(4) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. A device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the seventy-eighth complaint received against the components of the reported lot for the reported issue. Three opened 23 gauge trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. Sample 1 was found to be conforming. Samples 2 and 3 were found to be nonconforming with cut septum's. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).